Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the lot number informed on the guarantee form does not correspond to the item informed on the guarantee form. Therefore, the lot number was not considered. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection.

Event description:
(B)(4) - the dentist reported that 2 months after the dental implant was installed in intraoral region 30#, its non-osseointegration was observed. In addition, 35ncm of primary stability was achieved, the patient presented bone type IV and immediate implant procedure was performed.